Manufacturer narrative:
(B)(4). B5: describe event or problem- correction/additional information. E1 initial reporter first name - correction. E1 initial reporter street line 1 - correction. E1 initial reporter zip code - correction. E1 initial reporter telephone number - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/7/2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was report that an adverse event occurred. The sensor was inserted into the thigh which is off label usage of the device. On the morning of (B)(6) 2025, the pediatric patient experienced diabetic ketoacidosis (dka) following the sensor and pump coming unadhered during rough sleep. The patient uses tandem tslim in modified closed loop. The sensor readings before it fell off were reportedly "normal." The patient experienced vomiting the night before and the next morning the patient became sick. There was no description of the behavior of the display screens upon discovery of the patient. The patient was treated for dka with bg 566 mg/dl in intensive care unit (ICU) pediatrics with IV fluids and insulin. At the time of the report, the patient was stable and coherent. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 investigation conclusion - correction to replace code 4315 cause not established from the initial MDR. H6 - correction to remove "h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected." From section h11 from the initial MDR.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration.